Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely high sodium, potassium, chloride, carbon dioxide and calcium results on one patient sample. The results were not reported out of the laboratory. When the issue was noticed, the sample was repeated on another dxc instrument in the laboratory, and those results were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. On (B)(6) 2012, the field service engineer (fse) inspected the instrument and replaced the sodium measuring and reference electrodes. The fse returned on (B)(6) 2012 to replace the ratio pump and eic (electrolyte injection cup) to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).